Event description:
It was reported an effusion / tamponade was noted during an ensite array right atrial mapping case. Pericardiocentesis was performed with approximately 1 liter of fluid withdrawn from the pericardial space. The patient is reportedly in stable condition. The physician stated the event was not related to the array catheter and may have occurred prior to insertion of the array during the regular electrophysiology study.

Manufacturer narrative:
The ring electrodes, array and tip were not returned for evaluation. The product had been altered by removing the distal end of the catheter proximal of the e2 ring. Review of the device history record confirmed this lot met manufacturing requirement prior to shipment. In conclusion, the product had been altered prior to receipt at st. Jude medical. The ring electrodes, array and tip were not returned for evaluation. Due to the limited information provided to sjm, the cause for the reported tamponade could not be determined. It should be noted that the physician does not believe this event was related to the array catheter and may have occurred prior to insertion of the array, during the regular electrophysiology study.